Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device was put through the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device failed the battery usage portion of the test in which all failed the all supplies current which was expected due to the high current. The cause of the high current could not be determined as the hybrid began to operate normally during analysis. A high current from the device supply was initially noted, but the high current went away and did not return.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information obtained from the field which indicated that device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). Upon engineering analysis, it was noted that the device was operating at a high power level. The nominal power for this device should be about 33uw but it was determined that during the past year, the power level has been at steady at about 124uw. However, the root cause of the high power is unknown and is assumed to be a hardware malfunction. A boston scientific technical services (ts) representative suggested to have a changed out before the device reaches elective replacement indicator (eri). To date, the crt-d remains in service. No adverse patient effects were reported.